Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06594. It was reported, the pt was not receiving adequate coverage. An impedance check was performed an no anomalies were found. The doctor decided to explant and replace both of the pt's leads. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.